Event description:
Per clinical review: during set up for a cardiopulmonary bypass (cpb) procedure the team cycled the power and the central control monitor (ccm) gave the user a 'disk boot failure, insert system disk' error. The team opted to use another system. The information relayed was that there was a four hour delay in the start of the surgical procedure due to this issue. Once the procedure started with a back up heart lung machine (hlm), the case proceeded without harm or blood loss.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary service engineer, he checked the coin cell battery and the voltage was low so he replaced the coin cell. He tried to reload the basic input output system (bios) but he had no response. He cleaned and reseated the cable assembly printer circuit interface (pci) bus interface connector and still got the same error. He also replaced the hard drive. The issue was later resolved by replacing the coin cell battery and loading the optimized defaults. The unit is now operational.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the unit had a disk boot failure, insert system disk message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of four hours, no blood loss, nor adverse consequences to the patient.